Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore&#59412;tag&#59412;thoracic endoprostheses (tgt3420/7813428, tgt3420/7894056) to repair a thoracic aortic aneurysm. It was not reported which device was implanted distally. The patient tolerated the procedure. After the procedure on the same day, imaging revealed a distal type I endoleak and a type iii overlap endoleak. On (B)(6) 2010, two additional gore&#59412;tag&#59412;thoracic endoprosthesis and a palmaz stent were implanted to repair the distal type I endoleak and the type iii overlap endoleak. The patient tolerated the procedure. On (B)(6) 2010, follow-up imaging showed that the endoleaks were resolved. On (B)(6) 2010, the patient was discharged. The patient was lost to follow-up, so no further information was available.